Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented due to critical limb ischemia. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery (rtata). After crossing the lesion with a guide wire, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for plain old balloon angioplasty (poba). However during the 4th inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body and was exchanged with a 1.5mm non-bsc balloon catheter. Another coyote¿ es balloon catheter with a bigger size was then advanced to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was tightly folded with contrast in the balloon and lumen. There was tip damage. There were numerous kinks. Microscopic inspection revealed a pinhole in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented due to critical limb ischemia. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery (rtata). After crossing the lesion with a guide wire, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for plain old balloon angioplasty (poba). However during the 4th inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body and was exchanged with a 1.5mm non-bsc balloon catheter. Another coyote¿ es balloon catheter with a bigger size was then advanced to complete the procedure. No patient complications were reported.